Manufacturer narrative:
Thrombus formation is a potentially life threatening event that has been associated with use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Hvad pump (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of controller log files revealed a rise in power consumption starting on (B)(4) 2016; thus confirming the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. However, the most likely root cause of the high power event can be attributed to external factors like thrombus formation. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines) to avoid thrombus formation while the system is implanted. Right heart failure is known potential adverse event associated with the implantation of all vads as outlined in the instructions for use (IFU). It usually develops within the first 24 hours after lvad implantation. Although unusual, it may occur at longer post implant intervals. The etiology of late right heart failure may be a progression of chronic heart disease such as coronary artery disease and/or right ventricular infarction. The IFU addresses guidelines for optimal patient management. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device has not been received.

Event description:
It was reported by the vad coordinator that the patient was admitted to the hospital with increased power consumption and hematuria. The working diagnosis is pump thrombus. Of note, there was suspected pump thrombus four weeks prior. Intravenous (IV) heparin and clopidogrel were subsequently administered. Right heart failure was also reported. The heparin therapy provided initial resolution, but then the increase in power consumption returned. On (B)(6) 2016, the vad pump was decommissioned, but still in-situ. A short-term centrimag was implanted. The patient is reported to be on intensive treatment unit (itu) and is listed for urgent transplant. Preliminary internal log file memo performed on 31/aug/2016 revealed a rise in power consumption starting on (B)(6) 2016 and several high watt alarms. No further information was provided.